Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone13.2, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on ((B)(6) 2025). The patient's blood glucose levels reached greater than 400 mg/dl while wearing the pod longer than 48 hours. The patient stated her blood glucose were running high and she gave a couple of correction bolus. Because it was during the night, the patient did not remove her pod. The next morning the patient went to their health care provider's office and they had the patient remove her pod and they noticed some redness. They applied a new pod on a new pod site and drew some blood, where they noticed a large anion gap and told the patient to go to the emergency room. Symptoms reported include high blood glucose levels, redness at the infusion site and the patient was thirsty. The patient was treated with insulin therapy through her omnipod 5 pod, intravenous fluids such as potassium, magnesium and they monitored her intake. The patient was released the following day ((B)(6) 2025).